Manufacturer narrative:
Product complaint # ==> (B)(4) date sent to the FDA: 12/13/2022 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, d9, h3 h3 investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned product determined that it was received four empty straight packets, three needles, and eleven needle suture pieces that pertain to the product code m3767. The product code is multi-strand and required two strands double armed per packet. During visual inspection of the needle suture pieces, slight marks that appear to be caused by a surgical instrument were observed on the body needles. The sutures were examined, and the ends of the suture were noted to be cut probably caused by a surgical instrument. In addition, the other section of the sutures was not returned for analysis. As per the conditions of the returned samples, no functional test could be performed. Three needles were examined and the swage and attachment area were noted as expected. The barrel hole of the needles were examined under 20x magnification, and no suture remnant was observed. The instructions for use do contain the following caution: as with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of surgical instruments, such as needle holders and forceps. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications.

Event description:
It was reported that a patient underwent a cardiovascular procedure on (B)(6) 2022 and suture was used. The surgeon used the product as usual, but the suture broke during use. The operation time was extended 30 minutes. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: was there any change in the patient¿s post-operative care due to the prolonged procedure? Were there any unexpected outcomes or complications as a result of the prolonged surgery time? How long (in minutes) did the surgery prolong? What is the lot number? Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4). Related events captured via 2210968-2022-09241.